Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The flush port was found to be damaged during preparation. The damaged part was a plastic component corresponding to the stopcock on the flush port. It had completely detached. The farawave was replaced and the procedure was completed without any patient complications.